Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that the device was used and the gastrectomy procedure was completed without any problems. The patient went into shock. The digestive fluid was observed at incision site. The drain from celiac drainage was not found. Mediastinitis was diagnosed based on CT check. The patient had re-operation and since pin hole was found near the duodenum stump's staple line, the drainage tube was placed. It was not found the defect of staple line which covered on the part of suture and the staple form. The patient had his second re-operation to change the drainage tube because the drainage was poor. Two weeks later the patient died of multiple organ failure caused by radiation exposure.